Event description:
The manufacturer received information alleging a trilogy evo international device "falls in a pneumatic test on volume". There was no patient harm or injury reported with this notification. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.